Event description:
Pinhead sized burn to the pt's bowel from a breach in the insulation that was treated with a suture.

Manufacturer narrative:
Upon receipt of the report, a review of the lot history record was conducted and revealed this device was manufactured according to (B)(4) specifications and we can find no evidence to suggest a device defect or malfunction which might have contributed to a failure of this nature. A review of the product history reveals this electrode to be a reliable component of electrosurgery. Visual inspection of the returned sample revealed a small hole in the insulation that shows evidence of an alternate current path. In addition, there are multiple cuts, scratches, and indentations along the surface of the insulation and extensive damage to the blade coating. A small impression in the insulation is also visible in-line with the hole formed from the dielectric breach. This type of damage is consistent with exposure to conditions beyond the scope of the design and the intended use of the device. The insulated portion is not intended for contact with tissue and the IFU provides adequate instruction on the proper use of the device, cautioning the user to discard damaged electrodes. We are unable to establish a causal relationship between the proper installation and use of the device and the reported event. We consider this matter to be closed.